Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced prior to elective replacement indicator (eri) due to extended charge time of 22.8 seconds. No adverse patient effects were reported. This device was included in the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on (B)(6) 2007.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
To date the explanted device has not been received at boston scientific. Upon receipt the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of the event. A final report will be submitted once the device is returned and analysis is completed.